Manufacturer narrative:
(B)(4). Was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incident in the complaint-handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.

Event description:
It was reported that a suture break occurred during attempted suture placement in the right common femoral artery using the preclose technique prior to a core valve interventional procedure. The arteriotomy was 6f and the vessel was moderately calcified and had eccentric plaque. Two additional proglide devices were deployed using the preclose technique for successful suture placement. The core valve procedure was completed and hemostasis was achieved with the sutures of the successfully deployed devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.